Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The physician delivered the stent at the neck of the aneurysm; however, the stent ¿jumped¿ up a little bit. As the physician attempted to release the stent again, it was noted that half of the stent has already partially deployed. There was no clinical consequence to the patient. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis. It is probable that the stent and the stent delivery wire were moved during deployment of the stent causing the stent ¿jumped¿ up a little bit and partially deployed. It is probable that the reported event is related to some procedural factors limiting the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
The physician delivered the stent at the neck of the aneurysm; however, the stent ¿jumped¿ up a little bit. As the physician attempted to release the stent again, it was noted that half of the stent has already partially deployed. There was no clinical consequence to the patient. No further details were provided.